Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and guided the caller through the process, successfully resolving the issue without further error codes, allowing them to start their sensor session.